Manufacturer narrative:
The total protein reagent lot number and expiration date were not provided. On 16-may-2024 the field service engineer (fse) cleaned the sample probe and secured the sample probe cover. On 17-may-2024 the fse checked the sample probe adjustments and noted that the probe was bent. The sample probe was replaced. Particles were observed floating in the water reservoir tank; the tank was replaced with a clean tank and filled. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 5 patient urine samples tested for total protein on a cobas 6000 core unit. Note: the unit of measure was not provided. Patient 1 initial result was 0.04. The repeat result was 0.334. Patient 2 initial result was 0.04. The repeat result was 1.249. Patient 3 initial result was 0.04. The repeat result was 0.298 patient 4 initial result was 0.04. The repeat result was 0.283. Patient 5 initial result was 0.04. The repeat result was 0.271.

Manufacturer narrative:
The instrument involved was a cobas 6000 c501 module. Section d, device identification was updated. Relevant fields of sections d and g were updated. The unit of measure was mg/l. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The customer is responsible for daily probe cleaning and monthly water tank cleaning. The investigation determined the event was due to use error at the customer site.